Event description:
The international customer reported the ventilator would not function on ac power, but would function on battery power. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service provider confirmed the reported problem. A power supply has been ordered for replacement to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.